Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught on anatomy) resulting in unspecified tissue injury appears to be related to patient conditions and due to a small right atrium with primary chord-rich anatomy. Tissue damage is listed in the instructions for use as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative tricuspid regurgitation (tr), prolapsed anterior leaflet, small right atrium and barlow valve for a triclip procedure. During the procedure, triclip was steered into the ventricle and the clip got stocked in the lateral chordae. Clip was inverted and was able to be freed from the chordae and took it out from the valve. Chordal rupture was noticed. Leaflets were grasped again and the clip was deployed successfully. The final tr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative tricuspid regurgitation (tr), prolapsed anterior leaflet, small right atrium and barlow valve for a triclip procedure. During the procedure, triclip was steered into the ventricle and the clip got stocked in the lateral chordae. Clip was inverted and was able to be freed from the chordae and took it out from the valve. Chordal rupture was noticed. Leaflets were grasped again and the clip was deployed successfully. The final tr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.